Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) maintenance required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) maintenance required. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, h6 (health effect - clinical code, health effect - impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they confirmed the code to be power up test fails code #14. The fse found the vacuum and pressure regulators were unstable and adjusted them to manufacturer specifications. The fse also found repeated fault # 60 (battery charging fet temperature fault) logged. The fse replaced the power management board (0670-00-1162) and drive regulators (0103-00-0633). The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-1162 pcb, power management serial number (B)(6), part number 0103-00-0633 drive regulator serial number (B)(6), part number 0103-00-0633 drive regulator serial number (B)(6), these parts were received with a reported unit failure of power up test fails code #14. The representative stated that the pressure and drive regulators part number 0103-00-0633 drive regulator serial number (B)(6) and pressure regulator part number 0103-00-0633 drive regulator serial number (B)(6). The failure analysis and testing dept. Performed a visual inspection and found all three parts to have a residue on them which is consistent with saline. The service representative stated that the regulators were unstable. The saline would cause this failure. The representative stated that he observed code 60 in the logs. Code # 60 is a fault generated by the battery charging circuit. The temperature sensor on the power management board is reading too high. This failure was due to the saline on the board. Due to the saline on the components, the fat cannot investigate this complaint any further. Retaining the parts in the fat per procedure number 0002-07-d008 rev. As.